Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.1 inr, customer meter with master lot strips: 2.1 inr. Donor 2: retention meter with master lot strips: 2.6 inr, customer meter with master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. An error was not observed during testing. The returned and the retention material meet the specifications. Customer used the same finger for all tests. For a second measurement a new puncture of a different finger is mandatory.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The customer initially tested at 7:00 a.m. With a result of 5.4 inr. This strip was last test strip from the vial; the customer stated this strip had been left outside of the vial for over 10 minutes and exposed to hot air. The customer then used a new strip from a vial with the same lot number and received two "error 5" messages at 8:35 a.m. The customer tested again at 8:35 a.m. And got a result of 3.0 inr. The customer tested again at 12:00 p.m. And the result was 3.1 inr. The customer used the same finger for all the tests. The customer had reported the 3.0 inr result to his doctor. The customer did not require treatment and no medication changes have been made. The customer's therapeutic range is 2.5 - 3.0 inr. No adverse event occurred. The customer is in stable condition. The customer is not anemic or polycythemic. The meter has not been cleaned but it does not appear dirty. The customer does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. There have been no changes in the customer's medication or diet. The customer has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.